Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event.

Event description:
It was reported that the patient underwent a plif using mini-invasive procedure to add posterior fixation at l4-s1. The surgeon had difficulty in rod insertion due to the position of the implanted screws. After the rod was inserted, the l5 plug could not be implanted. The image confirmed that the extender was off from the l5 screw head, therefore, the rod was disengaged from pedicle screw. The surgeon placed the rod by using rod reducer plier (rrp). The plug could be implanted properly by rrp. No patient injury or other complications were reported.